Manufacturer narrative:
Other device involved in this event: battery/ (B)(4); exp. Date:10/31/2016; mfg date: 10/31/2015. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for visual alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries available at all time. The steps for exchange of batteries are outlined. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported that the patient had switching of power sources while still having two yellow bars present on the controller. Log files were obtained and two batteries were found to be at issue. Those batteries will be returned to heartware. The batteries were exchanged. There was no consequence to the patient.

Manufacturer narrative:
Two batteries ((B)(4)) were not returned for evaluation. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed multiple premature switching events. These premature switching events are most likely due to communication anomalies between battery and controller or normal patient usage behavior. The two batteries reported ((B)(4)) were involved in premature power switching events as reported. In addition to those batteries also the following batteries were involved in premature power switching events (B)(4). Analysis of the devices could not be performed since the devices were not returned for evaluation. The manufacturer has opened an internal investigation to evaluate communication errors between batteries and controllers. The most likely root cause of the reported event can be attributed to a communication error between the controller and the batteries. (B)(4).